Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, lasso catheter, baylis medical transseptal needle, unspecified short sheaths. (B)(4).

Event description:
It was reported that a male patient, in his mid-60s, underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch unidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, a steam pop occurred near the left atrial appendage (laa). Patient became hypotensive and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded 2400 ml. Patient was reported to be in stable condition. Patient required extended hospitalization as a result of the adverse event due to significant blood loss. Patient fully recovered. It was noted that the patient was never taken off of anticoagulant medications. There were no additional patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to the steam pop near the laa. Transseptal puncture was performed with a baylis medical transseptal needle. Short sheaths were brand unspecified. Generator settings at the time of injury included power at 45 watts (not titrated), temperature of 30 degrees celsius (with cut-off at 40 degrees celsius), and impedance of 110 ohms. There is no information regarding overall ablation time at the site of injury. Last ablation cycle time at the site of injury was 5 seconds. Irrigated catheter flow was set at 2 ml/min and 15 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained at approximately 300 seconds. There is no information regarding spi value. Smarttouch catheter was in close proximity to the lasso catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.